Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a printed circuit (g1) board failure was observed at the repair department. It is likely that no image was displayed due to a defect of the printed circuit (g1) board. The cause of the faulty printed circuit (g1) board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor had no image. It was unknown when the issue was found. There were no reports of patient harm.